Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer did not remove any residual air from their cartridge. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was displayed as ¿high¿; however, a specific value was not provided. Customer attempted to self-treat via correction injection; however, was treated intravenously with fluids of saline at the hospital to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. It was also reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.